Manufacturer narrative:
Mml # (B)(4)

Event description:
It was reported that the patient experienced discomfort and dissatisfaction due to the location of the implantable pulse generator (ipg) site. There were no signs of infection or other complications present. As a result, the patient underwent surgery, and the ipg was relocated without complications. There was no report of patient harm or injury. The device remains implanted and functional.